Manufacturer narrative:
Of the 5 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a time loss/gain issue. These reports were received from various sources. The patients associated with this allegation ranged from 170-170 pounds and between 10 and 64 years of age. Of the reported patients, 2 were male, 3 were female.